Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation, and exchange of textured devices due to product concern. Patient additionally reported chronic fatigue, joint/muscle pain, headaches, nausea, memory loss, possible lyme disease, and a seizure all not related to the device. The device remains implanted.